Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) cord retractor isn't retracting.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) cord retractor isn't retracting. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) remarked as he just unwrapped power cord from where it was internally wrapped and then return to clinical service.

Event description:
N/a.